Event description:
It was reported that the reservoir leaked. The blood glucose reading was 400 mg/dl. Customer treated with manual injection. Insulin leaked past both o-rings insulin leaked into the reservoir compartment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.